Event description:
It was reported that during the implant attempt, the physician inserted the lead into the inner catheter, and felt that it would not move easily. The lead subsequently dislodged upon slitting the catheter. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.